Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 33 mg/dl at the time of the incident. The customer was at 550 mg/dl at the time of the call. The customer was given glucose tablets to treat the low. The customer used manual injections to treat the high. The customer experienced low symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the events. The customer believes the pump is over and under delivering. Troubleshooting was not completed. The customer reported being treated 4 times by emergency medical personnel due to unstable blood glucose that are in the 30 mg/dl to 550 mg/dl range. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.